Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pc unit would not power on although plugged into functional electrical outlets. It was also noted that there was no illumination of the electrical outlet icon on either pc unit when plugged in. Multiple outlets were tried, inclusive of outlet where additional equipment was plugged and charging as expected. There was no patient involvement.